Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient was presented in clinic for a stress test, as the patient had a mitral valve replaced six weeks prior. Upon interrogation, the lead exhibited an anomaly. The lead was reprogrammed. The patient was seen on (B)(6) 2014 and no intervention was planned. The patient would be continue to be monitored.